Manufacturer narrative:
However, it had been judged to impossible to rule out a causal relation to study devices, because the treated segment was same as the part of the study stent placement. At the index, the de novo target lesion was 150mm in length in a 5.0mm vessel diameter (in a native vessel). The lesion was pre-dilated at 2 times at 8 atms by 60 seconds and at twice at 8 atms by 180 seconds with a 2.0x120mm balloon. There was no difficultly in accessing or wiring the lesion. There was no possibly of dissection after the two stents were deployed. Post-dilatation was performed with a 5x120mm fox cross twice at 8atm by 10 seconds. The residual diameter stenosis measured 1%. On the following day, (B)(6) 2010, the abi was 0.76 on the right and 0.85 on the left. On (B)(6) 2010, he was discharged. At the 30-day follow-up visit, the abi was 0.67 on the right and 0.74 on the left. On (B)(6) 2011, the abi was 0.53 on the right and 0.60 on the left. The echo was performed on the lower extremity. It revealed the suspected significant stenosis in the right common iliac artery extended to the external iliac artery. On (B)(6) 2011, the abi was 0.45 on the right and 0.71 on the left. On (B)(6) 2011, he was admitted to the hospital. On (B)(6) 2011, a stent was deployed to a 75% stenotic lesion in the right common iliac artery (diameter 8 mm x length 27 mm). No residual stenosis was appreciated. On 09/08/2011, he was discharged to home in good condition. Concomitant devices: (index): fox cross balloon and a diameter 7 mm x length 100 mm smart control stent. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00847 and 9616099-2011-00848.

Event description:
On (B)(6) 2010, the patient participated in the (B)(4) study and he was allocated to the angioplasty only group. Pta was performed with a non-cordis fox cross pta catheter. However, it became a bailout due to a major dissection caused by the fox device and bailout stenting was performed in the right superficial femoral artery. Two overlapping smart control were placed (7 mm x 80 mm and 7 mm x 100 mm). Nine months later, pta was performed in a non target lesion in the right common iliac artery. Approximately 1 month later, an echo was performed which revealed a stenosis in one of the study stents in the right superficial femoral artery. The vessel diameter was 1.2 mm. On (B)(6) 2011, the patient was admitted to the hospital. And on the following day, poba was performed in the right superficial femoral artery. It was confirmed that the vessel diameter was dilated. The patient was discharged home in good condition 2 days later. The physician commented (for in-stent restenosis (right superficial femoral artery)): it was considered that this event derived from arteriosclerotic obliteration which was an underlying disease.

Manufacturer narrative:
On (B)(6) 2010, the patient participated in the (B)(6) and he was allocated to the angioplasty only group. Pta was performed with a non-cordis fox cross pta catheter. However, it became a bailout due to a major dissection, and bailout stenting was performed in the right superficial femoral artery. Two study devices were placed (7 mm x 80 mm and 7 mm x 100 mm). Approximately 10 months later an echo was performed which revealed a stenosis in one of the study stents in the right superficial femoral artery which was treated with angioplasty. The patient's medical history includes hypercholesterolemia, diabetes mellitus, diabetic nephropathy, hypertension, fatty liver (moderately-severe), diabetic peripheral neuropathy, diabetic retinopathy, cataract (left) and seborrhoeic dermatitis. The physician¿s judgments were follows (for in-stent restenosis (right superficial femoral artery): - it was judged to be impossible to rule out a causal relation to the study device. - it was judged to be causal relation to his primary disease (arteriosclerotic obliteration of the lower limbs). Physician¿s comment (for in-stent restenosis (right superficial femoral artery)): it was considered that this event derived from arteriosclerotic obliteration which was an underlying disease. However, it had been judged to impossible to rule out a causal relation to study devices, because the treated segment was same as the part of the study stent placement. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00847 and 9616099-2011-00848.

Manufacturer narrative:
Additional information was received that 27 months after the index procedure, there was 50 in stent restenosis of the study stents in the right superficial femoral artery. Additional information was received that approximately 2 years after the initial procedure, the patient had mild intermittent claudication on the right, and the abi was 0.62 on the right and 0.66 on the left. No restenosis was observed in the vessels of lower limb by the duplex ultrasonography. One month later, the information that the abi had decreased (0.56 on the right, 0.83 on the left) was obtained from another hospital. Two months later, the patient was admitted to the hospital for the purpose of the examination. The abi was 0.70 on the right and 0.68 on the left. An aortography was performed which revealed 50% in-stent restenosis of the right sfa, and the 90% stenosis of the left sfa was found. And the 70% stenosis of the bilateral cia was suspected. The patient was scheduled to undergo evt for left sfa 2 weeks later and the patient was admitted to the hospital for the purpose of treatment for stenosis of the left sfa. A powerflex balloon was used to dilate the left sfa, and the excellent dilatation was achieved from 75% to 25%. The patient was discharged to home in good condition 2 days later. Physician¿s comment: it was considered that this event derived from arteriosclerotic obliteration (aso) of lower limb which was an underlying disease. This event was judged to be possible to rule out a causal relation to study device, because the treated limb was opposite to the limb where the study stent was placed. The physician¿s judgment: it was judged to be possible to rule out a causal relation to the study device. 5 months later, the patient was judged to be required for surgery because the comorbid age-related nuclear cataract of left eye had been worsened. The patient was scheduled to undergo the reconstruction of crystalline lens of left eye. One month later, the patient admitted to the department of ophthalmology of this hospital. The reconstruction of left crystalline lens was performed. The patient was discharged to home in good condition a few days later. Physician¿s comment: this event was judged to be possible to rule out a causal relation to the study device and procedure, because this event was caused by worsening of the underlying cataract the patient had before participating in this study. The physician¿s judgment: it was judged to be possible to rule out a causal relation to the study device. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00847 and 9616099-2011-00848.

Manufacturer narrative:
On (B)(6) 2010, the patient participated in the (B)(4) study and he was allocated to the angioplasty only group. Pta was performed with a non-cordis fox cross pta catheter. However, it became a bailout due to a major dissection, and bailout stenting was performed in the right superficial femoral artery. Two study devices were placed (7 mm x 80 mm and 7 mm x 100 mm). Approximately 10 months later an echo was performed which revealed a stenosis in one of the study stents in the right superficial femoral artery which was treated with angioplasty. The patient¿s medical history includes hypercholesterolemia, diabetes mellitus, diabetic nephropathy, hypertension, fatty liver (moderately-severe), diabetic peripheral neuropathy, diabetic retinopathy, cataract (left) and seborrhoeic dermatitis. The physician¿s judgments were follows (for in-stent restenosis (right superficial femoral artery): - it was judged to be impossible to rule out a causal relation to the study device. - it was judged to be causal relation to his primary disease (arteriosclerotic obliteration of the lower limbs). Physician¿s comment (for in-stent restenosis (right superficial femoral artery)): it was considered that this event derived from arteriosclerotic obliteration which was an underlying disease. However, it had been judged to impossible to rule out a causal relation to study devices, because the treated segment was same as the part of the study stent placement. He was discharged 9 days later. At the 30-day follow-up visit, the abi was 0.67 on the right and 0.74 on the left. Six months later, the abi was 0.53 on the right and 0.60 on the left. The echo was performed on the lower extremity. It revealed the suspected significant stenosis in the right common iliac artery extended to the external iliac artery. 2 months later, the abi was 0.45 on the right and 0.71 on the left. He was subsequently admitted to the hospital and a stent was deployed to a 75% stenotic lesion in the right common iliac artery (diameter 8 mm x length 27 mm). No residual stenosis was appreciated. He was discharged to home in good condition three days after the procedure. Additional information was received that approximately 15 months later, the patient had mild intermittent claudication on the right, and the abi was 0.62 on the right and 0.66 on the left. No restenosis was observed in the vessels of lower limb by the duplex ultrasonography. One month later, the information that the abi had decreased (0.56 on the right, 0.83 on the left) was obtained from another hospital. Two months later, the patient was admitted to the hospital for the purpose of the examination. The abi was 0.70 on the right and 0.68 on the left. An aortography was performed and there was 50% in-stent restenosis of the right sfa, and the 90% stenosis of the left sfa was found. And the 70% stenosis of the bilateral cia was suspected. The patient was scheduled to undergo evt for left sfa. The patient was admitted to the hospital for the purpose of treatment for stenosis of the left sfa. A powerflex balloon was used to dilate the left sfa, and the excellent dilatation was achieved from 75% to 25%. The patient was discharged to home in good condition 2 days later. Physician¿s comment: it was considered that this event derived from arteriosclerotic obliteration (aso) of lower limb which was an underlying disease. This event was judged to be possible to rule out a causal relation to study device, because the treated limb was opposite to the limb where the study stent was placed. The physician¿s judgment: it was judged to be possible to rule out a causal relation to the study device. On (B)(6) 2013, the patient was judged to be required for surgery because the comorbid age-related nuclear cataract of left eye had been worsened. The patient was scheduled to undergo the reconstruction of crystalline lens of left eye. On (B)(6) 2013, the patient admitted to the department of ophthalmology of this hospital. The reconstruction of left crystalline lens was performed. On (B)(6) 2013, the patient was discharged to home in good condition. Physician¿s comment: this event was judged to be possible to rule out a causal relation to the study device and procedure, because this event was caused by worsening of the underlying cataract the patient had before participating in this study. The physician¿s judgment: it was judged to be possible to rule out a causal relation to the study device. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00847 and 9616099-2011-00848.